Event description:
Procedure: intestinal reconstitution. According to the reporter: after firing the device into the guts, a part of the unit came off. That part was the piece located on the extreme end of the unit where the staples deploy. The patient suffered stenosis of the staple line. This event resulted in a colostomy.

Manufacturer narrative:
(B) (4).